Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. There was evidence of moisture corrosion found in the battery compartment, cartridge compartment and on the battery cap. Additionally, the pump was found to be leaking. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/10/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings: evaluation revealed that the battery compartment was cracked. There was evidence of moisture corrosion found in the battery compartment, cartridge compartment and battery cap. During testing, the pump failed the leak test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).